Event description:
It was reported that during a ptca treatment procedure involving 99% stenotic lesion in the middle portion of the lad coronary artery, the quantum monorail balloon was noted to be leaking contrast medium at 12 atm's on the initial inflation. The patient was asymptomatic during this event. A tgv guidewire (size unknown) and a mach 1 guide catheter (size unknown) were also used in this case, but the sizes and types of introducer sheath and inflation device used are unknown. Another manufacturer's stent was deployed as previously planned. Patient staus is reported as 'good'.